Manufacturer narrative:
No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge up to two hours, communicate, and sync properly during rf association. No rf communication anomalies noted. Unit passed functional tests including rf test. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the pump and the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7811na. Troubleshooting was performed for the reported event. The customer reported the sensor not connecting with the new transmitter. The correct transmitter ID was not programmed into the pump as this was the first time the customer was wirelessly connecting the current transmitter to the pump. Assistance was provided with the wireless connection process. The transmitter did not communicate as it was not wirelessly connected to the pump. Received device not found. Unable to pair the transmitter with the pump. No harm requiring medical intervention was reported. A product return for mmt-7811na was requested and the customer response was the device will be returned.